Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2023). Device not returned.

Event description:
It was reported that approximately one month post port placement, the device allegedly had a suction issue. It was further reported that the device occluded, which could not be eliminated by thrombolysis. Reportedly the device migrated and patient experienced embolism, and the port was therefore removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows the clinician holding a catheter which seems to have some irregularity in the flow rate. Therefore the investigation is inconclusive for the reported obstruction of flow and suction issue as the exact circumstances at the time of reported event is unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one month post port placement, the device allegedly had a suction issue. It was further reported that the device occluded, which could not be eliminated by thrombolysis. Reportedly the device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as a malfunction. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one month post port placement, the device allegedly had a suction issue. It was further reported that the device occluded, which could not be eliminated by thrombolysis. Reportedly the device was removed. There was no reported patient injury.